Event description:
An alarm issue was reported with the adc device, with use with an iphone 14 and os16.2. It was reported that the high/low glucose alarm failed to sound and, as a result, the customer experienced hypoglycemia with symptoms described as sweating, fatigue, nervousness, and tachycardia and was unable to self-treat, requiring hcp administration of juice and glucose tablets for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device, with use with an iphone 14 and os16.2. It was reported that the high/low glucose alarm failed to sound and, as a result, the customer experienced hypoglycemia with symptoms described as sweating, fatigue, nervousness, and tachycardia and was unable to self-treat, requiring hcp administration of juice and glucose tablets for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a known good reader and linearity testing was performed, all results were within specification. Low glucose alarms was successfully activated. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.